Event description:
It was reported that following implant, this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks due to air entrapment. The device was reprogrammed to turn off therapy for approximately 48 hours. Therapy was then programmed back on with no additional reported shocks delivered. This system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that following implant, this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks due to air entrapment. The device was reprogrammed to turn off therapy for approximately 48 hours. Therapy was then programmed back on with no additional reported shocks delivered. This system remains in service. No additional adverse patient effects were reported.